Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring 2075 ohms. Technical services (ts) recommended programming options, which the health care professional (hcp) implemented. No adverse patient effects were reported. This rv lead remains in service.